Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they got a "device error, service required" message after a software upgrade on this device. They reported that the device locks up during opcheck. There was no patient involvement.